Event description:
It was reported that customer went to the emergency room (ER) due to a blood glucose (bg) level of 410 mg/dl. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER ten hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.